Event description:
The complainant is the mother of a 3 yr old diabetic. She stated that during a recent comparison the glucometer elite gave a result of 438 mg/dl while a competitive method gave a result of 65 mg/dl. Check strip and controls were run and results were satisfactory. The instrument was requested to be returned for evaluation.